Event description:
Additional information received reported that the patient's appointment was scheduled for (B)(6). Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that the patient will have an appointment in may and they will find out then if the patient will have a replacement. Further follow-up will be conducted. If additional information will be received, a follow-up report will be sent.

Event description:
It was reported that there was a second overdischarge and premature battery depletion. The patient did not have the recharger belt charged up. He was going to recharge the belt and was going to meet the manufacturing representative (rep) on (B)(6) 2015 to try to physician recharge the battery. However, this was going to be his second time to do this so it might require a battery replacement. Diagnostic testing or troubleshooting was not performed but was going to be performed in the future. The issue was not resolved but the cause was determined to be because the patient allowed the battery to deplete and would have to be physician recharged. The patient was sick with the flu for two weeks and did not recharge and it depleted again. No patient symptoms reported. The patient was alive with no injury at the time of this report. It was later reported that the patient did not have time to sit for a physician recharge. They were going to meet next week to perform a physician recharge. It was later reported that the patient cancelled the appointment and they were going to meet next week. It was later reported that the patient last felt stimulation two weeks ago and noticed charging was an issue two weeks ago. It was confirmed that neither the clinician programmer (cp) nor the patient programmer (pp) could connect to the implantable neurostimulator (ins). It was noted that the insr wouldn¿t do anything beyond show the picture of the standing man. A reset resolved the insr issue. It was confirmed that the 60 minute physician mode recharge (pmr) session had begun. It took two count downs to get it to start the charge. Afterwards the battery was unable to hold the charge. The patient had an appointment with a doctor to discuss replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.